Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.the user decided to get inserted with a new 365 sensor. B4.date of this report 09 may 2025. G3.date received by the manufacturer? 09 may 2025. H3. Device evaluated by manufacturer? No. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.